Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring two additional clips for stabilization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and placed in a2/p2 medial position. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and leaflet damage was suspected. Two additional clips were implanted for stabilization, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaint reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomical condition/operational context. The reported unspecified tissue injury was an outcome of slda. The reported unexpected medical intervention appears to be due to case specific circumstances as two additional clips were implanted to stabilize the clip and reduce the mitral regurgitation (mr)to grade 2. There is no indication of a product issue with respect to manufacture, design or labeling.